Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to the regional repair center. For inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on the coupler mount and damage on the cable unit. Based on the results of the investigation, a probable cause for the malfunctions could not be identified. The definitive root cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented no image. The issue was found during a device check preparation for use for an unspecified procedure. The issue was not identified during the presence of a patient. The procedure was completed with a similar device. There were no reports of patient harm.